Event description:
It was reported that the insulin pump is cracked in two places: the lcd screen and the reservoir compartment. It was also reported that customer is experiencing high and low blood glucose levels between 50 and 300 mg/dl. Customer's current blood glucose reading was 170 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked lcd window, cracked case at display window corner, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.